Manufacturer narrative:
The cause for the initially (B)(6) advia centaur xp ahbs results is unknown. Quality controls results were within acceptable ranges and there were no other discordant ahbs patient results reported at the time of the incident. The instructions for use (IFU) under the limitation section states the following: "this assay does not differentiate between a vaccine-induced immune response and an immune response induced by infection with hbv. To determine if the anti-hbs response is due to vaccine or hbv infection, a total anti-hbc assay may be performed." The instructions for use (IFU) under the specimen collection and handling section states the following: test samples as soon as possible after collecting. Samples may be stored at room temperature for up to 8 hours. If testing is not completed within 8 hours, samples may be stored at 2° to 8°c for up to 3 days. No conclusion can be drawn.

Event description:
A (B)(6) advia centaur xp ahbs was obtained by the customer and considered discordant when compared to the test results from a post sample draw and repeat ahbs testing of both samples. There was no known report of adverse health consequences due to the discordant abhs result that was initially reported.